Event description:
Following emergent intubation during a code, patient was resuscitated with a bag. The adapter to the endotracheal tube (ett) fell out which was in-line between the resuscitation bag and the tube. The adapter was placed back in the tube as far in as it could go; i.e., to the hub. The adapter fell out again and it appeared that the tube was warped and too large for the adapter to fit tightly. The adapter was replaced with one from another ett of the same size, brand, and model and fit tightly in place.